Manufacturer narrative:
Device history record for this lot did not show any no flow issue. Retained samples were also subjected to flow test and the device flows normally . Additional attempts to get the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
Three (3) smartez pumps, (model#se0200-100, lot# s8c39) containing daptomycin 650mg/0.9% sodium chloride 100 ml would not infuse .100 ml,200 ml/hr.